Event description:
It was reported that the implantable cardiac monitor (icm) detected high amplitude, high frequency noise, which blocked out the inherent rhythm. The icm remains in use. No patient complications have been reported as a result of this event.